Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove the protective sheath was not confirmed due to the protective sheath not being returned. The reported collapsed shaft and irregular appearance were not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation, there was resistance when removing the protective sheath from a 3.75 x 15 mm nc trek balloon catheter. The sheath was removed; however, the proximal seal and proximal end of the balloon were damaged. The catheter was not used and an unknown balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.